Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000 section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4).

Manufacturer narrative:
Section h6, component code, of the initial medwatch report should have stated: 522 (transducer).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of displaying an alarm indicating "high peep" was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.